Manufacturer narrative:
Eval results- it appears that the catheter was not used. The balloon latex appears to have ruptured and torn off the catheter. Latex was visible under both windings and a small flap of latex was observed to be extended out from under the distal windings.

Event description:
It was reported that leakage was observed. The reported event was reported by our int'l affiliate; however, when the report was initially reported, it was unk if the reported event occurred before or during use. There was no reported of pt complications or injuries.